Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had an oxygen sensor failure. The patient was transferred to another ventilator with no harm. The service engineer (se) was unable to duplicate the reported condition. The se performed calibrations and extended self-testing on the device and all tests passed.